Event description:
Lasik surgery. My outcome is considered a surgical success, I can no longer read, drive, or barely hold my job. Glasses or contacts can restore my vision. The so called successful outcome can leave you so much worse off with no help for the future or the rest of your life.